Event description:
It was reported that during inspection for use, the bronchiovideoscope presented with error code e216 (scope communication error). There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9. The device was returned to olympus for inspection, and the reported failure of error code e216 (scope communication error) was confirmed. During the device evaluation, the following additional reportable malfunction was identified: unstable image. Based on the results of the investigation, the most probable cause of the reported failure was determined to be expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, an additional supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is for device manufacturing date. Additional data: h4.